Manufacturer narrative:
Reportedly, during preparation stages of a surgical procedure, a nurse had plugged in a medical device that was in an energized mode (i.e., turn on) into an outlet on the enclosure. This action likely caused a spark and shortly thereafter an electrical burning smell and smoke became evident. The event was contained within the enclosure. Prior to service's arrival, the back cover panel to the unit had been opened. Two electrical outlets and their electrical boxes were already replaced by facility maintenance. The original outlets and boxes involved in this event were not made available to examine. The equipment enclosure was examined and photographs taken. The nitrogen filled brake tubing, some of the high pressure gas hoses and gas ports were melted. Smoke and heat damage was observed. The facility also determined not to use the operating room until repairs are completed.

Event description:
Unit reported to have a small fire within the enclosure. Melting and smoke damage to tubing and wiring occurred inside the enclosure.